Manufacturer narrative:
Additional information was received on (B)(6) 2019. Initial report submitted is for left sided device. Right sided serial number: (B)(6). Left sided serial number: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 350cc mentor memorygel breast implant experienced bilateral capsular contracture baker grade IV post procedure. As a result, patient had undergone bilateral removal and replacement with a 350cc mentor memorygel breast implant on (B)(6) 2019. This report is for the right sided device.